Event description:
It was reported that when an asymptomatic patient presented in clinic during a follow up visit, post-sensed t-wave oversensing was observed on the ventricular channel. Patient received inappropriate atp therapy due to the oversensing issue. Programming changes were made. Patient was stable.